Event description:
It was reported that pacemaker mediated tachycardia (pmt), functional loss of capture (loc), and episodes of undersensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.